Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel disfunction. It was reported that the patient went into the hospital on (B)(6) and they had to turn the stimulator off for an MRI. When they came home all of a sudden they could tell it wasn't working so they went in to turn it back on and t hat's when they had the problem with the communicator not working. This started two days ago. The patient was able to successfully connect to the implant on the call and the stimulation was on so they increased the stimulation to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue.